Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-mar-2026 it was reported by a sales representative via (B)(4) that an ar-1288qai-100 all-inside-quadlink kit flipcutter tip broke off inside the patient, but they were able to retrieve it, and the case was completed without harm to the patient.